Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawers failed. A field service engineer (fse) confirmed that the technician unloaded the medication from the second pocket, pended it to the console, then reloaded and reassigned it back to the station, then tested the system and confirmed only one pocket opened. Everything worked correctly. Then the fse verified the backup battery, rebooted the station, and all drawers were checked. The all in one, bio metric identifier, and keyboard cover were cleaned, tightened the barcode scanner cradle and tested keyboard, bio metric identifier, scanner, and the drawers in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station 4000 mini matrix drawers opening more than 1 at a time. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.